Manufacturer narrative:
The returned analyzer was investigated. The allegation of overheating was not observed. User inflicted damage to the battery compartment of the returned analyzer was observed.

Event description:
The customer reported that the batteries in their analyzer get warm and that the analyzer turns off. Additionally the customer noted a burning smell when the analyzer is on. There were no allegations of patient/user harm. There were no allegations of incorrect results.